Manufacturer narrative:
Technician found the test port cable is bad and replaced the test port cable to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the bed has unintentional movement of the hi/low function. No incident reported as a result.